Event description:
It was reported that an ilet insulin pump displayed repeated alert 38 motor stall events after multiple restarts, and a guided dry run without supplies resulted in an unable-to-proceed message, indicating a stalled motor condition. Symptoms included no change in blood glucose and no reported adverse clinical effects. Outcomes included the user discontinuing reliance on the pump for insulin delivery and planning to seek a healthcare provider¿s guidance, with continued cgm use on a separate app or receiver. Investigation included technical troubleshooting by customer support, including restart without supplies, dry-run attempt, and instructions to shut down the device. Investigation of this case revealed a persistent motor stall that did not resolve with priming, rewinding, or restart procedures. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.